Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, tube drive, carriage block, wiper seal, latch. Unit affected by the syr/pca plastics recall 2020-dom. Replaced front/rear cases. Unit affected by the dim segment led display. Replaced u4,5 on the display board. Calibration was performed. The probable cause of the reported issue was due to customer damage of the holder top disk. A review of the device history record showed the device had a manufacture date of 17jan2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had 354.6770. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had 354.6770. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device is pending evaluation.

Event description:
It was reported by the customer that the device had 354.6770. There was no additional information provided and no patient involvement.